Event description:
A report was received that the patients ipg would not keep a charge and was nonfunctional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg would not keep a charge and was nonfunctional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.